Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on up arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the down arrow button was hard to press and up arrow was acting weird. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer reported that the up arrow button need to be pressed hard enough to work. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.